Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage shock therapies for atrial fibrillation with rapid ventricular response. Programming changes were suggested. The patient would be treated with medication and no programming changes were made. The patient's condition was stable.